Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their device worked well for 2 years for their leg pain, but never helped with their back pain at all. Patient stated they think their body has "retrained the nerves in the leg." Patient stated the ins was "helpful for 2 years" and then it seemed like they "didn't even need it." Patient mentioned that they had worked with the "manufacturer's people for a long time trying to get this to work." Patient repeated previously documented information and reported that they were hopeful with the new battery that they could get off the narcotics but they can't feel the stimulation and the leads never reached the back. Patient stated now they're having a nerve problem in their other leg so they were going to start using it again to see if that would work for that. The patient was redirected to their healthcare provider to further address the issue.  [See pe 705401133 - previous ins issues/ no benefit]

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.